Manufacturer narrative:
Additional information was received on january 18, 2018. The tamponade occurred during the mapping phase and was discovered post use of bwi products. The patient required extended hospitalization in order to monitor any residual effects. The patient has since fully recovered. There were no factors that may have caused the tamponade. The physician is unsure of the root cause of the adverse event. A transseptal puncture was performed with a st. Jude brk-1 needle. An agilis large curve 8.5 fr sheath was used. No ablation was performed at the injury site. Generator was on power mode, 30 watts, impedance was ranging from 100-200 ohms, temperature from 30-40°c. Power was not titrated. Flow was set to 2ml/min for mapping. There was no spi indicated. The smart touch was not close to another catheter. The catheter was zeroed post warm up. The system did not indicate to re-zero the catheter. The graph, vector, dashboard and visitag were all available. Visitag was displayed according to total time. Visitag filters were set to 2.5mm, 5 seconds, and fot was 30%/5g. Visitag were not analyzed prospectively. There were no error messages seen on carto during the procedure. The patient received anticoagulants during the procedure, however the activated clotting time is unknown. The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. The 3500a conclusion code was updated. Manufacturer's ref. No: (B)(4)

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient, underwent an ischemic ventricular tachycardia procedure with a thermocool® smart touch® sf bi-directional navigation catheter and after the procedure the patient suffered a cardiac tamponade, which required pericardiocentesis and surgical intervention. The pericardiocentesis was not sufficient to stop the effusion, therefore cardiac surgery was required. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.